Event description:
This lead had high pacing thresholds. The lead remains implanted but abandoned. Unable to place new lead on right side as occluded vein so implant abandoned and whole new system placed on left side. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.